Event description:
I had essure devices implanted in (B)(6) 2014. Ever since then I noticed extreme fatigue, chronic pain, chronic itching and bloating. I kept going to my family dr for years. We tried so many diets, different medications. I was diagnosed with chronic fatigue syndrome. I also was diagnosed with thyroid disease and started medication for that. My dr just couldn't figure out why I was in so much pain and why I was so fatigued. She also was concerned with the level of inflammation I was suffering from. For the itchiness, I went to an allergy clinic. But they couldn't figure out why was so itchy either. It was so frustrating. It was in (B)(6) / (B)(6) 2018 when I have seen on the news that essure was no longer going to be for sale that I wondered if essure could be the cause of all my suffering. So, I found an amazing obgyn and had a hysterectomy done on (B)(6) 2018. It took a couple of days, but I definitely noticed a difference. In these short two weeks, my husband noticed a difference. I seemed happier than he'd seen me in a long time. My best friend noticed that I don't cough all the time. I don't itch anymore. Slowly I am feeling better and better. Essure was supposed to be a good thing for me. Instead it caused me years of suffering; pain and fatigue that ruined my life. I am so glad that they are out of my body and I can start healing. But I am so unhappy that I paid for that essure procedure. I am so unhappy that I had to pay for so many dr visits. I am incredibly unhappy that I had to undergo a painful hysterectomy to remove the essure devices.